Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was uncomfortable using the insulin pump. The customer stated that the reservoir volumes sometimes shows that the reservoir is empty even though there are still 20 units remaining. The customer also reported a crack on the casing. In addition, the customer stated that the insulin pump no longer alarms with no delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.